Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the center button found on (B)(6) 2022 . Insulin pump was received with a cracked keypad overlay. Insulin pump was also received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Insulin pump successfully downloaded traces and history file using thump. Critical insulin pump error (open book image) alarm and insulin pump error 55 alarm confirmed in the formatted history file on (B)(6) 2022 10:07:43.000 and (B)(6) 2022 10:17:00.000. As per global logic analysis (esf#3848525), insulin pump error alarm (line number 645 file number 39), suspected on hw. Force sensor zero offset within specification (24.7 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the center button. Critical insulin pump error (open book image) alarm confirmed due to insulin pump error 55 alarm. Insulin pump error 55 alarm, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that insulin pump's center button was cracked. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.